Event description:
Customer stated that segments were missing from the display. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer asked to return the meter for further eval and a replacement was provided.